Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had high impedances after a fall. It was reported that the ins was read with a clinician programmer. X-rays were recommended. The issue was not resolved at the time of the report. It was reported that no surgical intervention occurred and it was unknown and would not be made available if surgical intervention was planned. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.